Event description:
Reporter noted a mild corneal burn occurred at the beginning of phaco. Felt the tubing of the cassette was kinked or blocked; changed cassette to complete procedure. Sutured wound to close.